Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screen was dim or dark. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer ordered the user interface (ui) printed circuit board assembly (pcba) to light crystal display (lcd) cable for replacement.

Manufacturer narrative:
The customer replaced the user interface (ui) printed circuit board assembly (pcba) to light crystal display (lcd) cable to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.